Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump suspended in the middle of the night since it was the last day of her sensor; she did not respond to the alarm and ended up with a blood glucose of 427 mg/dl. The customer treated with a 7.6 unit insulin pump bolus. No further assistance was required. The insulin pump was not returned or replaced.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).